Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzl subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimension could not be checked for its specification as there is no lot number provided. Unfortunately also the same applies for the examination of the raw material testing certificate and the manufacturing paper. The investigation shows no irregularities. The surface is homogenous which indicates material conformity as well. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. We are aware of the fact that this is a delicate screw; nevertheless we suppose that simply too much applied mechanical force well beyond its calculated design caused the breakage.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an open reduction internal fixation of two metacarpal fractures procedure, reportedly, three cortex screws broke during insertion and another screw appeared to bent when removed from the screw caddy. It was reported the surgeon was using minimal torque during screw insertion with finger tightening only. The surgeon had to remove the screws debris and replace with a longer 5 hole, l plate instead of the 4 hole plate, straight plate. The surgeon reported satisfactory fixation at the end of the procedure. This is 4 of 4 reports for the same event.